Event description:
Ez45z ethicon stapler with reload zr456 didn't fire completely resulting in incompletely closed biopsy to lung which required hand stitching and increased surgery time by 10 minutes.